Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis was opened but not used to due to unknown reasons on (B)(6) 2018. No new device was implanted according to the documentation received. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that inflatable penile prosthesis was opened but not used to due to unknown reasons. No new device was implanted according to the documentation received. Boston scientific has been unable to obtain additional information regarding the circumstances. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.